Manufacturer narrative:
H.6: x-rays reviewed by manufacturer, the generator is located in an abnormal position.

Event description:
Reporter indicated that communication could not be established with the patient's vns generator. It was reported that the generator felt "sideways" when palpated, and the reporter indicated that the generator had migrated. There is no known trauma or manipulation of the device that may have caused the migration. It was also reported that the patient had experienced an increase in seizures with pre-vns baseline unknown. X-rays were reviewed by the manufacturer. Generator was located in an abnormal orientation and position below the axilla. Revision surgery is likely.